Event description:
It was reported that during the implant procedure, the lead dislodged while the sheath was slitting. The physician removed the initial sheath and used a new sheath to implant the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).